Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming over temperature. There has been no report of patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 03-mar-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation for an h1200 calibration as the device was alarming overtemp. Problem was verified during temp check due to combination of main board (some corrosion) and broken insulation on both heaters. Replaced main board and both heaters to resolve the problem. Also replaced sensor board and sensor cable for intermittent alarm of air detector for tubing not clamping. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.